Event description:
It was reported that a screw would not release from the driver intra-operatively. No further information was provided.

Manufacturer narrative:
Corrections in d4: lot & UDI numbers, d9, and h3. Additional information in h4. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw would not release from the driver intra-operatively. No further information was provided.

Event description:
It was reported that a screw would not release from the driver intra-operatively. No further information was provided.

Manufacturer narrative:
Corrections in h3 and h6: patient clinical code. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw is stuck to the driver and unable to be removed. DHR review: there was one non-conformance associated with this lot related to documentation errors. The errors were corrected prior to the lot leaving zimvie control. The device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.